Event description:
In 2009, the patient was implanted with gore tag thoracic endoprosthesis for treatment of an acute type b aortic dissection and renal insufficiency. An unknown, expandable stent was also implanted into the right renal artery. The following month, a surveillance CT scan revealed collapse of the endograft at the region of the overlap of the previously placed endografts. A smaller gore tag thoracic endoprosthesis deployed into the overlay area and angioplastied. The infolding was resolved. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for gore tag thoracic endoprosthesis state: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." Under patient selection and treatment in the IFU it further states: "the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations:" acute and chronic dissections. Additional device(s) related to this event.